Event description:
It was reported that a home patient (hp) disconnected from the homechoice (hc) cassette during fill two. Upon returning and reconnecting to the device, the hp noticed that her bed was wet. Troubleshooting revealed that the hp left the clamp on the patient line open while being disconnected from the device. A technical service representative (tsr) reviewed proper procedures with the hp and instructed the hp to contact a registered nurse (rn) regarding the issue. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Although the cassette was not returned the home patient (hp) reported a use error which contributed to a break in aseptic technique. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. The ¿correcting alarms¿ section provides step-by-step instructions for properly disconnecting during emergencies. Furthermore, it provides step-by-step instructions for returning to therapy after completing the emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.